Manufacturer narrative:
Additional information: g3, h3, h6. Correction: a1 (no patient involvement), g2 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for non-reportable conditions. Visual inspection noted no abnormalities. Functionally, the handle powered on and displayed the file error screen during in itialization. The handle displayed a power handle error after it initialized. No piezo tones were heard during testing. The handle was connected to master control panel (mcp) and the device software blob could not be read. The inability to read the software blob is a sign of the micro secure digital (sd) card being corrupted. The back handle housing was removed and the handle hardware was investigated. There was no visible damage to any of the components. The electrical components that are part of the audio trace were checked for electrical functionality. The sd card was reformatted and a new blob was uploaded. There were fpga issues during initialization preventing piezo from sounding. The fpga software was updated and the handle was able to initialize and the piezo was functional. It was reported that the powered handle displayed a file error message, was not booting up, and showed a red circle with a cross during pre-operative preparation. The reported issues were confirmed. The most likely cause was traced to a software issue. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Additionally, the investigation detected the unreported condition of 'no piezo tones' not related to the reported condition. The cause of this condition is due to a corruption of the sd card and fpga. This condition would cause the handle to be unable to enter firing mode pre-operatively. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the powered handle displayed a file error message, was not booting up and showed a red circle with a cross during pre-operative preparation. There was no patient involved. Medtronic's initial evaluation of the incident device found that device had the inability to read the software blob is a sign of the micro secure digital (sd) card being corrupted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.